Event description:
It was reported that this pacemaker and a non-boston scientific right ventricular (rv) lead exhibited impedance measurements of greater than 2000 ohms, triggering a lead safety switch (lss). After the lss, there was no noise noted and threshold measurements were within normal range. Boston scientific technical services (ts) discussed troubleshooting options. The device remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed due to a conclusion code update.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.